Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was unknown. Troubleshooting could not be performed because the alarm was a past issue. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised customer of possible reasons for the alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.